Event description:
The customer reported that the insulin pump had a frozen screen and unresponsive buttons. Troubleshooting was performed. The device was rested for couple hours and the buttons still were unresponsive. Advised the customer to revert to back up plan of manual injections. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.